Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a device history record (DHR) file for part 314.116, lot h416174 combination could not be found in the synthes systems. If more information becomes available this DHR review will be revisited. The device was not returned. A photo-investigation was performed on the received images. Due to the images' quality, a stripped, worn, or otherwise deformed condition of the distal drive tip features could not be detected. The tip appeared discolored in the images. No device identifiers were visible. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion the complaint condition was not confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an osteosynthesis of pubic symphysis procedure, the star drive screwdriver started to show wear, and was unable to catch the screw. There was no patient consequence. The procedure was completed using another instrument. There is no further information available. Unknown screws (part# unknown, lot# unknown, quantity unknown) this report is for one (1) star drive screwdriver shaft qc/t15. This is report 1 of 1 for (B)(4).